Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.6. Investigation summary: bd received 1 sample for investigation. The samples were evaluated by visual examination and the indicated failure mode for damaged tube with the incident lot was observed. Additionally, 90 retention samples from bd inventory were evaluated by visual examination and the issue of damaged tube was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged tube. Bd determined that the root cause of the indicated failure mode was attributed to a temporary blockage in the water channel for the cavity that caused the parts to stick during cold start-up. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® edta 2k tube had a crack that led to leakage during blood collection resulting in blood exposure. There was no reported adverse health impact.